Event description:
It was reported, they were having difficulty in retrieving samples during a breast byopsy. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.